Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out-of-range (oor) shock lead impedance (sli) measurement, detected via the patient remote monitoring system. This rv lead remains in service. No adverse patient effects were reported.